Manufacturer narrative:
Apoc incident #: (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2023, abbott point of care (apoc) was contacted by a customer who reported that I-stat1 analyzer sn (B)(4) became hot to the touch and is not powering on. There was no smoke associated with the event. The product was replaced at no charge. Apoc has determined that a component failure within the analyzer circuitry, may lead to the batteries becoming uncomfortably hot to touch in the area of the battery compartment when using a green non-fused battery carrier. However, the customer states that rechargeable batteries were being used at the time of the event. Therefore the analyzer is unlikely to become hot to touch, failing safe. The product was replaced and is being returned for investigation. Based on the information available, there were no patient or user related injuries associated with this complaint.

Event description:
Na.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 18-apr-2023. The customer reported that analyzer s/n (B)(6) was hot to touch when docked in a downloader recharger (drc), and the analyzer would not power on. The customer added that the problem persisted after the rechargeable battery was replaced. Additionally, the power cable in use with the drc was provided by apoc. Failure analysis confirmed the complaint of inability to activate the analyzer and determined the cause to be corrupted analyzer software that led to no activation. After a software update was performed, analyzer s/n (B)(6) was able to power up successfully and functioned according to specification throughout testing and did not become hot to touch. No cause for the hot to touch condition reported by the customer was found. A rocketware search spanning three months revealed no similar incidents and no evidence of a trend. No deficiency has been identified.